Manufacturer narrative:
A vyaire certified service technician was able to verify the customer's reported issue. Visual inspection revealed that the fan was broken off the housing. The service technician replaced the fan and the reported issue was resolved. A review of event trace revealed several ¿fan flt1¿, ¿sync er1¿, ¿xdcr flt¿, and ¿home er1¿ conditions. The home er1, xdcr flt, and sync er1 entries seen in the event trace are consistent with failures which occur when subjected to high magnetic fields. All other event trace entries are consistent with normal ventilator operation. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. The customer stated that the device was placed about 2 feet away from the MRI machine. Per MRI conditional 1200 instructions for use, the device should be used behind the 100 gauss field line (at least (B)(6) from the bore opening). The incorrect placement of the device most likely attributed to reported issue. At this time, the suspect device is currently being evaluated by vyaire. When the results of investigation are available, a follow up report will be submitted.

Event description:
It was reported to vyaire that the lap top ventilator 1200 fan broke off when the device was pulled into the MRI machine while connected to a patient. The customer stated that the device was placed 2 feet away from the MRI machine when the reported event took place. The customer also confirmed there was no patient harm associated with the reported event.